Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2017 with the following findings: evaluation revealed a cracked battery compartment starting at the threads to the left side of grip pad down to the seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a crack in the battery compartment starting at the threads to the left side of grip pad down to the seal. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/28/2017.